Event description:
It was reported that when opening the box of the 5.0x80x135 armada 35 balloon dilatation catheter (part b2050-080 / lot 50228g1), inside the box the labeling and device was for a different size, a 5.0x100x80 armada 35 (part b1050-100 lot 50227g1). Additionally, when handing the 5.0x20mm absolute pro self expanding stent system to the physician, it was noted the stent was already flowering from the sheath therefore the device was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. In this case, it is possible that when removing the mandrel the tip was inadvertently pulled as well which slightly prematurely exposed the stent and/or inadvertent mishandling resulted in the noted stent sheath kink causing the distal sheath to slightly retract from the base of the tip and inadvertently prematurely expose the stent; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted premature activation cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.